Event description:
The customer called and reported going to the hospital with blood glucose of 303 mg/dl and a burst blood vessel in the eye. High blood glucose symptoms included sweating, stomach illness, headaches, as well as popped blood vessel and blood in the eyes. Customer stated no delivery alarms were received while bolusing. It was found that the infusion set was crimped at the top and was changed out. While attempting to prime the insulin pump, it went up to 18.2 units before customer saw a drop. Customer was assisted with priming again and saw drops at 0.0 units and was advised to monitor the pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.